Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose was in between 50 to 60 mg/dl, 51 mg/d, 66 mg/dl. Customer declined troubleshooting for low blood glucose. Customer treated with apple juice. Customer stated that they had multiple alerts of lost sensor. Customer stated no signal light turned green and sensor never connected. The device will not be returned for analysis.